Event description:
After taking liver tissue, it was found that the tissue was not completely removed postoperative observation shows that the detachment fragment at the puncture needle site is broken, and the patient experiences significant pain during and after the operation.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. One opened sample was returned from the customer for review. A visual inspection was performed on the returned product, and it was found that the pincer was flattened and tri-tips bent, inhibiting it from properly obtaining a sample. The complaint was confirmed. There are stringent computer and photographic inspections that ensure the pincer and tri-tips are not deformed during the manufacturing process. When the device is cocked, the pincer comes out of its window and becomes exposed to the tissues and structures present during the operation. It is also possible that the needle set was inserted into tissue that was too hard for the sensitive pincer, pushing it flat. The tri-tip damage was likely caused by the device striking a hard external surface or a hard object such as a bone or possibly getting caught on some human tissue and pulling back. Since the most likely cause for the damaged needles is not related to a manufacturing issue, no corrective action can be implemented at this time. Additional information provided in d.9., h.3., h.6. And h.11.